Event description:
Medtronic received information that post operatively, after use of this fusion hollow fiber oxygenator, the customer reported that the temperature probe disconnected. This occurred, after the surgery was completed and the patient was exiting the room. The device had been used to complete the procedure. There was no reported patient impact associated with this event. It was reported that no damage was seen to housing when the product arrived. Medtronic received additional information that the hcp reported that bonding part was cloudy in appearance after use and not clear like at the beginning. There were no issues with the oxygenator during the case. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Analysis of returned device shows the tma is missing from the device. Additional visual inspection shows evidence of adhesives. The tma port was plugged off and the device was cleaned using a renalin solution. Reason for return was confirmed for the tma being loose. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction b5: there were no adverse patient effects associated with this event. Conclusion: complaint confirmed for the fusion oxygenator's loose temperature monitoring adapter (tma). The issue was verified via a nalysis of the returned device. This is a known issue associated with CAPA 595768. Customer communication of this issue has been initiated via fa1302, which provides device use recommendations for affected product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.